Event description:
It was reported that the t: slim x2 pump's battery would not charge properly. The issue was identified as stemming from the use of a third-party wall adapter, leading to a power source alert. Despite initial troubleshooting with alternative adapters and cables, the problem persisted, and the pump was eventually replaced. There was no adverse impact on the customer's blood glucose level. The customer resorted to an alternate insulin delivery method.